Event description:
It was reported that (1) atw35 was used during a laparoscopic appendectomy procedure. It was reported by the affiliate that the device jammed and wound not cut. It is unknown how the case was completed. There was no adverse pt outcome.